Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was hospitalized prior to death due to not feeling well and an unknown diagnosis. The patient was performing pd therapy on the homechoice at the time of death. The cause of death was a heart attack and cardiac arrest. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was manufactured in 1995. The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. An internal and external inspection was performed and found no issues. The pneumatic system was tested and revealed no leaks and all pressures were correct and stable. The device passed the seal, purge and wet disposable integrity testing. A short simulated therapy was performed on the device with no problems found. Review of the device service history and device history record revealed no issues that could have caused or contributed to the home patient passing away. The cause of the reported issue could not be determined through device evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.